Event description:
A customer reported a lower scan value when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, the customer reported obtaining a scan of 40mg/dl and had symptoms of malaise and vomiting. The customer went to the hospital after 1 hour and blood glucose tests of 160mg/dl and 280mg/dl were obtained on the hcp meter documented while in the ICU. The customer was administered the antiemetic, zofran, and " isotonic (2000cc/m2 ½ sf)" for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on returned product download. Sensor 0m0006wpe8w has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. The libre readers do not affect the results of the sensor scan and have their own perception code relating to inaccurate readings. Therefore no further investigation into the reader will be required. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lower scan value when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, the customer reported obtaining a scan of 40mg/dl and had symptoms of malaise and vomiting. The customer went to the hospital after 1 hour and blood glucose tests of 160mg/dl and 280mg/dl were obtained on the hcp meter documented while in the ICU. The customer was administered the antiemetic, zofran, and " isotonic (2000cc/m2 ½ sf)" for hyperglycemia. There was no report of death or permanent injury associated with this event.